Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. (B)(4). Investigation summary: a complaint history check was performed and this is the 6th related complaint for shield does not detach as intended and the 7th related complaint for needle hub separates on lot # 9324120. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, shield does not detach as intended and needle hub separates) was captured and addressed. A review of the device history record was completed for batch# 9324120. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: customer returned (4) loose 3/10cc, 8mm syringe. Customer states that the needle hub separated when removing shield. No hub-needle assembly separated from the barrel when the shield was removed from the barrel. Root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that when removing the shield the needle hub separated from device with 3 relion® insulin syringe. The following information was provided by the initial reporter: relion pet owner reported, needle hub separated when removing shield.